Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified surgical intervention was taken, during which time the physician implanted a new lead, but kept the old lead implanted as well.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system lead was exhibiting low and high impedance. Consequently, surgical intervention may be taken to address the issue.